Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
It was reported that the ventilator was not recognizing patient breath. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer biomed troubleshot with technical support. The customer ran the ventilator with a .25" test fitting at settings from the manual and reported that initially it was giving a low leak co2 rebreathing alarm. Upon a visual inspection the customer found buildup of muca-mist at the patient outlet port down to the internal exhaust port in the bottom of the unit, to the point that it was occluding the internal exhaust port. The customer disassembled the flow sensor and blower to see if there is any muca-mist that made it through them. It had not. The customer cleared the medication from the exhaust port and tubing and will reassemble the unit for performance verification testing. Upon review of the ventilator settings it appears the unit may have been in continuous positive airway pressure (CPAP) mode when respiratory therapist (rt) last used it. If so, they would not see any triggered breath. The customer biomed will discuss this with the rt. The customer biomed performed a performance verification test (pvt) on the unit and found the unit failed the air flow accuracy test. The customer was advised to replace the flow sensor.

Manufacturer narrative:
G4: 24aug2020. B4: 25aug2020. Multiple attempts were made to obtain patient information and on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.